Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was seen in clinic with wires exposed on the black power lead. No alarms were noted. The controller was exchanged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged black power cable was not confirmed. The heartmate ii system controller (serial number: (B)(6) was not returned for analysis, there were no images were submitted, and no log files were submitted for review. Additional information provided on 17jun2021 stated that the controller was shipped back; however, the tracking information was lost for the system controller. If the controller is returned, this investigation will be reopened, and the controller will be investigated accordingly. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 2 system controller was manufactured in accordance with manufacturing and quality assurance specifications. The device was shipped on 10nov2017. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" and heartmate ii instructions for use section 8 entitled equipment storage and care¿ describe how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must always be kept dry and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock, or the pump may stop¿. The patient handbook and the instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.